Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 428 mg/dl and 418 mg/dl. The customer was treated with insulin shot and insulin pump and the customer¿s blood glucose came down to 136 mg/dl. The customer reported insulin pump received insulin flow blocked alarm and the issue was resolved by complete set change. The insulin pump will not be returned for analysis and reservoir will return for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per (B)(4) as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir & connector into a paradigm pump. Performed insulin pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).